Event description:
It was reported that the patient presented for replacement of the right ventricular lead due to noise and high capture threshold. Subclavian crush was suspected. Upon extraction lead vegetation was observed. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that noise was over-sensed and resulted in pacing inhibition. Additionally, the patient did not have an infection.

Manufacturer narrative:
The reported events were unacceptable capture threshold, lead noise and clavicular crush. As received, a complete lead was returned in two pieces. The reported event of unacceptable capture threshold and lead noise were confirmed. Visual inspection of the lead found an external insulation abrasion which breached the outer insulation and exposed the outer coil at the distal region of the lead. The cause of the reported events of unacceptable capture threshold and lead noise was due to the exposure of the outer coil in the abrasion zone, consistent with friction to another device or feature of the heart. The reported event of clavicular crush was not confirmed. Electrical test did not find any indication of conductor fractures while an internal short was noted between conductor paths due to procedural damage.